Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to cuv and cov flags, rendering the battery inoperable. This is a result of a lifted ptc1 ltp340f tyco raychem poly switch fuse assembly resistive welding connection between cell pair 4 and cell pair 3, which causes an intermittent connection. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation under (B)(4) to evaluate these types of issues. The most likely root cause of the failure is an improper weld, which likely contributed to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient experienced a battery with no power, analysis of the battery has a reportable finding. The device was replaced with no reported consequences or impact to the patient.